Manufacturer narrative:
This report is submitted on december 05, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2016, there are no plans to re-implant the patient with a new device.

Manufacturer narrative:
The approximate date of manufacture is 1995. This report is submitted january 11, 2016.